Event description:
Patient with history of covid, pneumonia and hypoxia. Teleflex hudson rci endotracheal tube cuff tested prior to intubation without problems. While the patient was intubated, the cuff leaked and the endotracheal tube was exchanged. Original packaging was not saved. There have been several incidents with teleflex endotracheal tubes. Listed below are additional incidents with the device. The endo tube in report above was not after a procedure. Cuff leaked air and tube exchanged. Incident reported but no tube was not after a procedure. Connector popped off 2 times. Incident reported but no tube was after a procedure. Cardiovascular surgery and then being transferred. Cuff losing air and was intubated at bedside.